Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had no getting any image. The issue occurred during inspection for use for a diagnostic esophagogastroduodenoscopy (egd) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. During the troubleshooting process it was discovered that the customer routed the video signal incorrectly. Routing the video cable the correct way corrected the issue. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.